Event description:
It was reported that the patient's scs ipg stopped communicating with external devices and no longer was providing stimulation. As a result, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced.